Event description:
On (B)(6) 2013, the reporter stated that the admin staff tidying room after a clinic was conducted during the day. The clinician grabbed the container that was 1/3 full and was unaware of the needle penetrating through the sharps container. The clinician experienced a needle stick to the right palm. First aid and blood and body fluid exposure prophylaxis (bbfe) process commenced. The nurse who was running the medical office that day states that she was fairly certain she removed the needle from the syringe as part of the disposable process and didn't mention anything unusual with the disposal of the sharps.

Manufacturer narrative:
No samples was received for evaluation. However, a photo was received displaying (the needle protruding from the sharps collector) a device evaluation is under progress and once the investigation is complete a follow up will be reported. Sharps collectors are puncture resistant. They are not, however puncture proof. They are routinely checked for wall penetration and wall thickness. Label states that to avoid injury, examine the collector carefully before you fill, carry, or dispose of it.